Event description:
The customer complained of a discrepant inr result between a coaguchek xs meter (B)(4) and a lab using the stago reagent. At 9:00 am, the customer tested a patient by fingerstick on the meter and the result was 8.0 inr. At 9:30 am, the patient had a lab test and the result was 4.5 inr. The patient's therapeutic range was not known. Patient is not anemic and does not have antiphospholipid antibodies. Unknown if the patient was on other blood thinners or if they had any diet changes, new illness or new medications. The patient did not have any bleeding or bruising. There was no allegation of an adverse event. Retention test strips (304972) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.